Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level of customer was 500 mg/dl. Customer reported that the quick release disconnected from body and infusion set came apart. Troubleshooting was done for infusion set detachment. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose event. Customer declined to troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.